Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent restenosis occured. On (B)(6) 2013, cardiac catheterization was recommended and coronary angiography was performed. The 90% restenosis of previously placed study stent was located in mid right coronary artery (rca). The lesion was treated with placement of a 2.25 x 8 mm non-bsc drug eluting stent with 0% residual stenosis. In addition, the 70-80% lesion located in proximal rca. The physician treated the lesion with placement of a 2.5 x 20 mm promus element drug-eluting stent. Following post dilatation, the residual stenosis was 0%. The second lesion was a restenosis of previously placed stent in proximal lcx. The physician treated the lesion with balloon angioplasty and placement of a 2.5 x 12 mm non-bsc stent. Following post dilatation, the residual stenosis was 0% residual stenosis. The 90% in-stent restenosis located in ramus was treated with balloon angioplasty with 20% residual stenosis. One day post procedure, patient was discharged on aspirin and clopidogrel.

Event description:
It was further reported that during index procedure on (B)(6) 2012, incomplete apposition occurred of the 2.25 mm x 12 mm study stent placed in ramus. In addition, the stenosis in the proximal right coronary artery (rca) was 75% and not 70-80%. Also, the second lesion was located in the distal left circumflex (lcx) and not in proximal lcx that was previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04953, 2134265-2013-04955. It was reported that post percutaneous coronary intervention unstable angina occurred. In (B)(6) 2012, the subject presented due to unstable angina and silent ischemia and was referred for cardiac catheterization. The subject was enrolled in the (B)(4) and the index procedure was performed on the same day. Target lesion #1 was a denovo lesion located in the ramus (cass site # 28) with 90 % stenosis and was 10 mm long with a reference vessel diameter of 2.2 mm. Target lesion #1 was treated with direct stent placement using a 2.25 x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a denovo lesion located in the distal circumflex with 80 % stenosis and was 18 mm long with a reference vessel diameter of 2.4 mm. Target lesion #2 was treated with direct stent placement using a 2.25 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 5%. Target lesion #3 was a denovo lesion located in the mid right coronary artery with 70 % stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.50 x 8 mm promus element plus stent. Following post dilatation, residual stenosis was 5%. The subject was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013, the subject presented due to unstable angina and was hospitalized on the sixth day. On the next day, the event was considered as resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion #2 was located in the distal left circumflex (lcx). Following post dilatation of 2.25 x 20 mm promus element¿ plus stent, residual stenosis was 5% instead of 5-10%. In addition, initially the lesion in ramus was attempted to be treated with placement of an unspecified stent. However, due to the incomplete apposition of the 2.25 mm x 12 mm study stent, this caused obstruction of passage of the other stent.